Event description:
A (B)(6) female patient called zoll customer support to report that the gel packs on her front therapy electrode pad had burst. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel leak) was confirmed. Upon investigation gel was deployed from the front therapy electrode pad. The cause of the gelled belt was bent trunk connector pins. The root cause of the bent pins could not be positively identified but was likely excessive force when connecting the electrode belt to the monitor. No adverse event resulted from the bent connector pins. The patient received a replacement electrode belt.